Event description:
It was reported that during use on a patient, the intra-aortic balloon pump began to experience helium loss alarms. As a result, it was exchanged for another unit. There were no reported patient complications.